Event description:
In additional information received on 22apr2021, it was confirmed that the difficulty experienced involved the device's flexible stiffener.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: university of utah hospital and clinics in the united states informed cook of an incident involving an ultrathane mac-loc locking loop multipurpose drainage catheter [rpn: ult8.5-38-25-p-6s-clm-rh] from lot number 13589798. On (B)(6) 2021, during a procedure, the flexible stiffener was difficult to advance and remove. Th device was removed from the patient and a new device was used to complete the procedure. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. However, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Adequate risk mitigation activities are in place to capture potential failure modes prior to customer release. In response to this incident, cook completed a review of the device history record (DHR). The DHR for lot 13589798, the catheter sub-assembly lot, the radiopaque band tubing lots, the nyrt raw material lot and the catheter tubing raw material lots records no related non-conformances. A database search was completed on lot 13589798 and no additional complaints were found. As there are currently adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot, it was concluded that there is no evidence that nonconforming product exists in house or in field. There is no evidence that the device was manufactured out of specification. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously opened to address the issue of difficult advancement and removal of the flexible stiffener. The CAPA concluded that the inner diameter of the catheter was undersized due to lack of in-process inspection dimensions and material shrinkage. The CAPA corrective actions included changing the material specifications for the catheter tubing. Some of the catheter tubing lots were manufactured prior to implementation activities of the CAPA. Therefore, cook will conclude with findings of the CAPA. Based on the information provided, no inspection of returned product and the results of the investigation, it was concluded the cause of the reported failure mode is manufacturing and quality control deficiencies. The appropriate personnel have been notified. Per the risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Contact information: phone: (B)(6). Occupation: ir ordering. PMA/510(k)#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required an ultrathane mac-loc locking loop multipurpose drainage catheter. During placement of the catheter, the operator reported it "felt very tight" when advancing the stylet into the catheter. Then the catheter and stylet were advanced over the wire guide and into the patient. After advancement, the operator reported the stylet could not be removed. The device was removed from the patient and the procedure was successfully completed with a similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.